Event description:
It was reported that the patient was feeling a pressure and stabbing-like sensation in the mid-thoracic area, and not anywhere near the implantable neurostimulator (ins) site, when turning the stimulator on. The area of the pressure and stabbing sensation was clarified to be ¿just below the bra-strap area at the back¿ and was ¿closer to where the leads enter the epidural space.¿ after impedance testing, the electrode impedances were found to have been ¿below 700 at 0.7volt impedance test.¿ with electrode 0 as the reference, an impedance test resulted in 760ohms being the highest value and 604 ohms being the lowest value and was on contact 1, while a reference of 8 had a highest value of 692 ohms and a lowest value of 441 on contact 9.. Impedance testing with references of 4, 6, 11, and 15 all ¿seemed on the lower side. No obvious out of range impedance values were found. The patient had two programs for coverage in the t8 and t10 areas and had settings of: 10+, 11-, 12-, 13+, 450us, and 60hz. The electrodes 8-15, which were on the lead on the right side of the body, were stated to have been causing the issue. The patient had not fallen, had any accidents, or done any heavy lifting. Stimulation was good on the patient¿s left side, but the patient hadn¿t used stimulation as frequently due to the stabbing and pressure. The issue was noted to have been occurring for the past month and a half. During reprogramming, when using a ¿simple bipole on contacts 9 and 10,¿ the patient didn¿t feel the symptoms, but did feel the symptoms with all other contacts. The patient felt the stimulation at the ¿normal paresthesia location with the right lead.¿ the patient was noted to have felt the symptoms immediately post-op, but they had subsided 2 months after the operation and had been stronger in the beginning. Additional information received reported that the patient¿s current status had been unknown. The patient had been referred to stanford for an evaluation. The cause of the event was unknown. Additional information was received indicating that the patient had a 50% or greater symptoms reduction. The cause of the event was not determined. There was a sudden stabbing pain with a decrease in coverage of pain. A CT scan, reprogramming, and a surgical evaluation were done but no explanation. The patient experienced a sudden loss of therapeutic effect and a sudden loss of stimulation. The patient did not recover and the symptoms or issues are ongoing. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3776-45, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 3776-45, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).